Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to perform various troubleshooting steps, including disconnecting and tightening the tubing, and delivering a 5-unit bolus, with the acknowledgment that the insulin on board (iob) would be affected. Despite these efforts, the alarms persisted. Ultimately, the customer reverted to an alternate method insulin therapy.